Event description:
It was reported that, during an anterior cruciate ligament reconstruction procedure, the tip of the 'endoscopic cannulated drill bit' cracked, but it did not break into pieces. Thus, no pieces fell inside the patient. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the drill bit is cracked between the blades. A review of the customer provided image found a close-up image of the distal end of the device. There is a crack between the blades of the bit. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.